Event description:
It was reported that during a colon resection procedure, after the first firing the surgeon was not able to open the jaw after squeezing the firing handle four times the knife had not return fully. The surgeon was able to pull out bowel ends from the jaws. He was able to retract the jaws to 45 degrees angle, and remove the instrument from the patient by removing the trocar from the patient. The staple line was good and no harm to the patient. Unknown how case was completed. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.